Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that gamma3 long nail has broken (during an accident). The implant has been provided with the product manager in (B)(6). The surgeon reported that the collim screw was too short.

Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail and the lag screw to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail and lag screw returned were documented as faultless prior to distribution. During investigation no material, dimensional or manufacturing related issues were found. Regarding nail: the breakage surfaces and breakage lines indicate that the nail breakage started at lateral at the anterior bridge. The anterior bridge broke approx. To its half in a fatigue fracture (step by step). The rest of the anterior bridge and the complete posterior bridge broke spontaneous in a forced gliding fracture due to one single heavy overload. No drill marks were visible within the proximal nail hole. Deep bearing points from the lag screw indicate that several postoperative loads were applied to the implants; most likely the patient walked actively prior to the accident. Based on the given information the nail broke due to the accident by the patient (patient related). Postoperative loads and additional traumata can lead to implant breakages and are listed as adverse effects in the IFU and operative technique. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that gamma3 long nail has broken (during an accident). The implant has been provided with the product manager in (B)(6). The surgeon reported that the collim screw was too short.